Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter occupation: reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent a percutaneous vertebroplasty (t12) for a spinal fracture on (B)(6) 2022. The cement mixing operation was being performed with the balloon inflated. The balloon pressure was dropping, and it was confirmed that the tip of the balloon was broken and there was a small hole in it. The balloon was removed, and vertebral cleansing was performed. Then, the operation was continued. The surgery was completed successfully with no delay. No further medical intervention was required, and the patient outcome was reported to be stable. There were no adverse consequences to the patient. No further information is available. This report involves one vbs w/balloon sm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: initial reporter's phone number added. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the vbs w/balloon sm had a perforation at the distal tip of the balloon, and the overall tip was heavily deformed. These conditions were most likely created during insertion process. The protection sleeve was not returned. A dimensional inspection for the device was unable to be performed due to post manufacturing damage. A functional test was unable to be performed since the device was returned deflated and damaged, hence the complaint condition was not able to be replicated. However, functional issues can be attributed to the perforation of the balloon. The vertebral body stent surgical technique guide was reviewed; it states to stop balloon expansion if any of the following happens: 1. Desired vertebral body height or angle is reached. The maximum stent diameter is 15 mm for vbb small and 17 mm for both vbb medium and vbb large. 2. Pressure reaches 30 atm (440 psi); 3. Vbs volume reaches maximum; 4.0 ml for vbb small; 4.5 ml for vbb medium; 5.0 ml for vbb large. The surgical technique guide also contains the following warning: do not fill the balloons over their maximum volume or pressure. If this is done, they may leak. Vbs maximum volumes differ from vbb maximum volumes. The maximum expanded volumes for vbs are 0.5 ml more than for vbb. The event description indicates that the balloon was inflated and then started to lose pressure. The pressure and/or volume achieved prior to failure of the device were not reported but the condition of the returned device is consistent with over expansion or pressurization. It is also possible that the tip was damaged due to contact with the bone once it was fully inflated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the vbs with balloon, small would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. The cause of the observed condition is likely due to continuing to pressurize the balloon after the maximum volume or pressure had been reached or damage due to contact with sharp bone fragments. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 09.804.600s; synthes lot # 82241097; supplier lot # 82241097; release to warehouse date: january 24, 2022; supplier: (B)(4); no ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.